Event description:
The hta hydrothermal ablation sys was set up and a diagnostic hysteroscopy was attempted. As the surgeon advanced the hysteroscope slowly with very little force, he noticed what appeared to be bowel as well as epiploic fat. He did not visualize any bleeding but with the hta sys there was not much distension and he could not fully visualize the incidental perforation. He performed a diagnostic laparoscopy to assure that there was no bleeding. As the tip of the hta hysteroscope is blunt he did not suspect any bowel injury.